Event description:
It was reported that the user experienced low blood glucose while using the ilet with an infusion set and cartridge in place and not disconnected during exercise, following increased physical activity; the user treated with oral glucose (two glucose tablets, approximately 7.5 grams) after a continuous glucose monitor showed a nadir of 60 mg/dl, with duration around one hour. Symptoms included hypoglycemia and dizziness. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method, with the relevant device component being the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.